Event description:
The iabp was alarming for helium loss detected. The patient was redirected and repositioned in bed when the bedside rn noticed blood in the helium line. The iabp was immediately turned off and the line was clamped. Cardiology blue was notified and came straight to bedside. The patient initially denied any chest pain or shortness of breath, and her vital signs were stable at this time. Cardiac and vascular surgery were also called to bedside, and the patient was taken to the operating room due to iabp rupture. This is one of many incidents we have reported to the manufacturer. Manufacturer notified of this event and previous events.